Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered two shocks due to myopotential noise and oversensing. This was reproduced in all vectors. Additionally, noise was observed on the primary and secondary vectors due to a lvad system also being implanted. In the alternate vector noise could be seen intermittently. Due to the risk of oversensing, it was decided to turn the therapy off. This system remains implanted. No further adverse patient effects were reported.